Manufacturer narrative:
A4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2026 and (B)(6) 2026 the patient's flow dropped despite escalating rpms and chest x-ray showed worsening pulmonary edema. On (B)(6) 2026, patient underwent placement of a protek-duo right ventricular assist device with oxygenator. Over the following days, the patient experienced refractory atrial fibrillation with rapid ventricular response (rvr). Multiple cardioversion attempts failed and addressed significant spikes in liver function tests (lfts) and lactate dehydrogenase. A transesophageal echocardiogram was performed on (B)(6) 2026 and showed an underfilled left ventricle which ventricular assist device speed was dropped. On (B)(6) 2026, the patient continued receiving continuous renal replacement therapy for volume management and albumin assisted boluses to maintain device flows. On (B)(6) 2026, the patient's lactate elevated and the following day, family decided to transition to comfort care and the patient passed away (B)(6) 2026.

Manufacturer narrative:
This event was determined to be supplemental information to MFR#2916596-2026-0167 and the investigation findings will be submitted under that report.